Manufacturer narrative:
UDI # (B)(4). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. The explanted device was not returned for evaluation as there was no allegation of the device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by patient and/or procedural related factors. In addition, other patient risk factors such as the patient's younger age at implant likely contributed to this event. This patient was (B)(6)-years-old at initial time of implant. Per the instructions for use, "the safety and effectiveness of the model 11500a valve has not been established for the following specific populations because it has not been studied in these populations: patients who are pregnant; nursing mothers; patients with abnormal calcium metabolism (e.g., chronic renal failure, hyperparathyroidism); patients with aneurysmal aortic degenerative conditions (e.g., cystic medial necrosis, marfan¿s syndrome);children, adolescents, and young adults." Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards learned through implant patient registry that a 21mm 11500a aortic valve was explanted after implant duration of one (1) year, one(1) months due to prosthesis mismatch and stenosis. The explanted valve was replaced with a 23mm 11060a konect valve. There was intraoperative asystole for which a temporary, then later, a permanent pacemaker was implanted on pod# 6.  The patient was discharge on pod# 8. As reported, there was no deficiency in the original valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.